Manufacturer narrative:
The contracted service engineer advised physio-control that the customer has requested the device to be returned to them, unrepaired. The device will not be returned to physio-control for evaluation.the cause of the reported failure could not be determined.

Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): a contracted service engineer evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.